Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse 'fixed the engine attachments'. The safety disk (0997-00-0985-07) and the batteries (0146-00-0039) were replaced due to 'deadline'. The fse has stated that no further information is available. Regular functioning tests were performed. The iabp was returned to the customer and cleared for clinical use. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during start up, the cs300 intra-aortic balloon pump (iabp) when switched on it gave the message of insufficient vacuum. There was no patient involvement.